Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms related to loss of bone/glenoid after 7.5 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4). The root cause was most likely due to an arthritic condition of the bone. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - loss of bone (glenoid) due to rheumatic arthritis which caused loosening of the glenoid baseplate. There were no component failures or malfunctions. The surgeon converted to a hemi arthroplasty.